Event description:
Event description boston scientific received information that this right ventricular lead was exhibiting impedances of 1500-1700ohms with stable thresholds. However, daily measurements revealed one episode of ventricular impedances >2000ohms and noise on the ventricular channel. In addition, the lead triggered a lead safety switch to occur as a result of the high impedance values. A revision procedure was performed, the lead was removed and replaced. No adverse patient effects were noted.